Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 43mg/dl with unsteadiness when standing and walking and passed out. Emergency medical services (ems) was called and the patient was treated by ems. The patient was then taken to the hospital. There is no additional information at the time of this report. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.